Event description:
Tampon stuck, attached to hymen-vagina [foreign body]. Pain-vagina [vulvovaginal pain]. Case description: a grandmother reported that her (B)(6) granddaughter used a tampax tampon, for the first time on an unspecified date to go swimming while in (B)(6), and she could not remove the tampon because it was stuck halfway and attached to something. Both the mother and grandmother tried to remove it, but could not. She was taken to a hospital where a gynecologist applied a local anesthetic and attempted to remove the tampon, but the tampon would not move. The doctor believed it was attached to her hymen, and general anesthesia would be needed to remove it. The granddaughter had an operation to remove the tampon and her hymen. No further information was provided. 10-aug-2015 received follow-up: the grandmother reported that her granddaughter used tampax regular. No further information was provided. 11-aug-2015 received follow-up: the grandmother reported that on 05-aug-2015 her granddaughter's period started the day before she went to (B)(6), and her mother gave her a tampax regular tampon to use while swimming. Her granddaughter was in the bathroom for about an hour. When her mother tried to remove it, the tampon came half way out and her granddaughter started to scream saying it was attached to something. The grandmother applied some cream, but was still unable to remove it. Her granddaughter saw a gynecologist at a (B)(6) hospital who could not remove the tampon. A local anesthetic was sprayed, and she had an operation. By 11 p.m., the tampon was removed along with the hymen. Her granddaughter stayed overnight in the hospital, was given two antibiotic catheters, and prescribed antibiotics to take twice a day. The grandmother stated her granddaughter is doing okay now, she had a bit of pain in the afternoon, but there were no other symptoms. She reported it really hurt when the tampon was removed. The case outcome was recovered. No further information was provided. 12-aug-2015 received follow-up: the grandmother reported that her granddaughter used tampax compak pearl tampon, regular unscented, purchased in (B)(6). Only one tampon was used. A gynecologist in (B)(6) tried to remove the tampon but could not, resulting in the use of general anesthesia to remove both the tampon and hymen. The doctor advised that her granddaughter should have a check up with a doctor when she returned home, but she reported her granddaughter does not want to be examined. The grandmother stated that her granddaughter is fine. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Product returned (B)(6) 2015. Investigation completed (B)(6) 2015. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a (B)(6) product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g.

Event description:
Tampon stuck, attached to hymen-vagina; intra-vaginal foreign body [foreign body]. Pain-vagina [vulvovaginal pain] . Case description: a grandmother reported that her (B)(6) year old granddaughter used a (B)(6) tampon, for the first time on an unspecified date to go swimming while in (B)(6), and she could not remove the tampon because it was stuck halfway and attached to something. Both the mother and grandmother tried to remove it, but could not. She was taken to a hospital where a gynecologist applied a local anesthetic and attempted to remove the tampon, but the tampon would not move. The doctor believed it was attached to her hymen, and general anesthesia would be needed to remove it. The granddaughter had an operation to remove the tampon and her hymen. No further information was provided. On (B)(6) 2015 received follow-up: the grandmother reported that her granddaughter used (B)(6) regular. No further information was provided. On (B)(6) 2015 received follow-up: the grandmother reported that on (B)(6) 2015 her granddaughter's period started the day before she went to (B)(6), and her mother gave her a (B)(6) regular tampon to use while swimming. Her granddaughter was in the bathroom for about an hour. When her mother tried to remove it, the tampon came half way out and her granddaughter started to scream saying it was attached to something. The grandmother applied some cream, but was still unable to remove it. Her granddaughter saw a gynecologist at a (B)(6) hospital who could not remove the tampon. A local anesthetic was sprayed, and she had an operation. By 11 p.m., the tampon was removed along with the hymen. Her granddaughter stayed overnight in the hospital, was given two antibiotic catheters, and prescribed antibiotics to take twice a day. The grandmother stated her granddaughter is doing okay now, she had a bit of pain in the afternoon, but there were no other symptoms. She reported it really hurt when the tampon was removed. The case outcome was recovered. No further information was provided. On (B)(6) 2015 received follow-up: the grandmother reported that her granddaughter used (B)(6) compak pearl tampon, regular unscented, purchased in (B)(6). Only one tampon was used. A gynecologist in (B)(6) tried to remove the tampon but could not, resulting in the use of general anesthesia to remove both the tampon and hymen. The doctor advised that her granddaughter should have a check up with a doctor when she returned home, but she reported her granddaughter does not want to be examined. The grandmother stated that her granddaughter is fine. The case outcome remained recovered. No further information was provided. On (B)(6) 2015 received hospital discharge summary, operative report, medical bill, prescription, and pharmacy treatment form: hospital discharge summary: the (B)(6) year old patient she was brought to the hospital by her mother due to intra-vaginal foreign body, and admitted to the emergency unit the night of on (B)(6) 2015 due to a tampon stuck in her vagina. She was admitted to the surgical ward following flange of the hymen. Clinical examination: abdomen soft, no guarding or tenderness. Regular heart sounds. No breath sounds or audible friction. Evolution and treatment: no immediate postoperative complications. Simple symptomatic treatment. The patient was discharged (B)(6) 2015. Discharge diagnosis: intra-vaginal foreign body. Discharge prescription: doliprane 1 gram, 1 tablet every six hours if pain. Spasfon 80 mg, 2 tablets morning, noon and night if abdominal pain. Consultation appointment: meet with gynecologist. Relevant history: - medical history: none operative report: the patient underwent emergency surgery due to stuck tampon by flange of the hymen of 8 mm wide across the vaginal opening. Decision to resort to surgery due to the impossibility of removing the tampon under local anesthesia. Prescription: paracetamol 1g: 1 box, 1 tablet every 6 hours in case of pain; spasfon 80 mg: 1 box, 2 tablets morning, noon and night pharmacy treatment form: products and services provided included paracetamol biogaran, spasfon coated tablets b/30, and polygynax vaginal capsules. On (B)(6) 2015: product investigation results: on (B)(6) 2015 received four (B)(6) compak pearl tampons in closed wrapper with lot code 51902080v3. Daily line and qa documentation was reviewed, and no deviation was found that could be connected to the current investigation. Returned and retain samples were examined. No foreign materials were found on the tampons, the parameters on the examined items were within specification, and no damages were discovered on the tampons. Based on the documentation and the returned and retain sample testing, it was determined that the product was produced as intended according to specifications.